Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for generator upgrade procedure. During procedure, high capture threshold was observed on the atrial lead. The physician elected to explant the lead. The lead was explanted and replaced successfully. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: please correct the initial report as it was incorrectly reported. The correct dates should be (B)(6) 2017.